Manufacturer narrative:
(B)(6). (B)(4). Investigation results: a wallflex biliary rx partially covered stent and delivery system were returned for analysis. The stent was received undeployed and was fully covered by the outer sheath. Visual examination of the returned device found that the outer sheath was stretched out in the guidewire access sheath (gas) section. The tip of the delivery system was slightly pushed out of the outer sheath. The inner shaft was kinking out of gas. The yellow jacket was inspected and was found with excessive adhesive. Functional evaluation revealed that it was not possible to deploy the stent using the delivery as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The stent was inspected and holes were noted on the stent cover. The outer diameter of the stent was measured and was found to be within specifications. No other issues with the stent and delivery system were noted. The damages noted on the returned device are likely a result of excessive force applied during the attempt deployment. The investigation concluded that the reported event and the observed failures may have been related to procedural factors such as how the device was handled or manipulated, the interaction with the scope, the excessive adhesive found in the jacket, which limited the performance of the device. The stent cover damage could have been caused by the physician when she retracted the stent while removing the delivery system from the patient. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be used to treat a pancreatic cancer in the lower bile duct during a biliary stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when attempting to deploy the stent, the handle was pulled; however, under fluoroscopy, the outer sheath did not move and the stent failed to deploy. When the stent delivery system was removed from the endoscope, it was observed that the inner sheath was elongated and stretched out in the guidewire access sheath (gas). Reportedly, the stent was fully covered by the outer sheath when it was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent cover was damaged.